Event description:
This 51 yr old female underwent silicone gel bilateral augmentation mammoplasties to correct ptosis in 1985. The markings on the implants are this co's. The specifics of the implants is unknown to this reporting facility as they were implanted at another facility. The pt complains of continued ptosis and chronic fatigue syndrome. Gross exam: right implant is intact, the left has two pinpoint perforations which exude a gelatinuous and tenacious gel-like material. Both capsules show foreign body reaction.